Event description:
Procedure type: unk. According to the reporter: did not activate. Opened another protack. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010. This reported lot number is subject to the recall initiated (B)(4), 2010, therefore, this report requires a 5 day MDR based on this new info.